Event description:
It was reported the device leaked. No report of patient injury.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a bent microswitch, damaged enclosure, and worn line cord. The device was leaking from the block assembly confirming the customer's complaint. The bent micro switch was determined to be the primary issue, and it was the result of customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date.

Event description:
Additional information was received which stated the issue was discovered during preventive maintenance. No patient was involved.